Event description:
A caller reported an error related to their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions and guided the caller through resetting the pump, after which the cgm error did not reappear, allowing the caller to successfully start their sensor session.